Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for implantable cardioverter defibrillators (ICD) device. The battery longevity was showing as remaining 2yrs and now the device had reached elective replacement indicator (eri) battery status in approximately 9 months. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillators (ICD) device was analyzed. The daily battery voltage measurements displayed a pattern of steady and rapid discharge. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. This report captures the explant of this device and impact on the patient.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for implantable cardioverter defibrillators (ICD) device. The battery longevity was showing as remaining 2yrs and now the device had reached elective replacement indicator (eri) battery status in approximately 9 months. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned for analysis.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for implantable cardioverter defibrillators (ICD) device. The battery longevity was showing as remaining 2yrs and now the device had reached elective replacement indicator (eri) battery status in approximately 9 months. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.